Event description:
A report was received that during a lead revision surgery due to lead migration the physician replaced the paddle lead. The physician believed that the lead had been damaged prior to the revision surgery. The paddle lead was cut and the contacts were dislodged but all were accounted for. The patient was implanted with a new lead and was reportedly doing well after the revision procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.